Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This device exhibited an abnormal battery consumption that led to a premature battery depletion. Device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was analyzed and the degradation and resultant product performance issue with this low-voltage capacitor component is caused by the presence of excess hydrogen gas within the pulse generator case. Investigation determined that the hydrogen was generated by a different component the high-voltage capacitors. Patient code 3191 captures the reportable event of surgery.

Event description:
This devices exhibits an abnormal battery consumption that leads to a premature battery depletion. This device has been replaced. A surgical intervention was necessary to resolve the issue. No additional adverse patient effects.